Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead tip is missing and the cathode coil has been pulled to the point of fracture. It is likely that the lead tip became caught as mentioned during repositioning. Lead was returned torn around the circumference approx. 593mm from the terminal end. The tip including the tines is missing and has not been returned. The cathode coil has been extremely stretched and pulled to the point of fracture. The condition of the lead is consistent with the lead tip being caught and the lead being pulled with force which was greater than the lead strength in this area. Allegations were confirmed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to dislodgement and placement difficulties. It had issues crossing the valve and the lead was pulled back, however, the tip of the lead may have been lost in the papillary muscle. This lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to dislodgement and placement difficulties. It had issues crossing the valve and the lead was pulled back, however, the tip of the lead may have been lost in the papillary muscle. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead tip is missing and the cathode coil has been pulled to the point of fracture. It is likely that the lead tip became caught as mentioned during repositioning. Lead was returned torn around the circumference approx. 593mm from the terminal end. The tip including the tines is missing and has not been returned. The cathode coil has been extremely stretched and pulled to the point of fracture. The condition of the lead is consistent with the lead tip being caught and the lead being pulled with force which was greater than the lead strength in this area. Allegations were confirmed